Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room due to their device beeping. Upon review a code 1004 was observed and shock impedance measurements of less than 20 ohms. It was noted that the patient had received an inappropriate shock previously. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.